Event description:
Same problem and same reporter as the following MFR report number, but separate events: 2183620-2010-00071. On (B)(6) 2010, during an unspecified procedure, a physician attempted to implant two 2.0 mm coupler devices, however, both of the two sets of coupler rings misaligned. The physician reported that the anastomotic instrument operated correctly and in a smooth motion. The anastomosis was hand sewn to complete the procedure. The pt's status is reported to be fine. This MFR report is for the second coupler device.

Manufacturer narrative:
The device was not returned for eval. According to the device history record, the devices met spec prior to market release. One hundred percent functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the mfg process.